Event description:
When changing drainage bag on evd, the luer lock cracked and was unable to be removed properly. The entire drainage system had to be replaced by 2 rns. This is the third failure in the past 2 months. No harm to pt.